Manufacturer narrative:
A customer quality engineer reviewed device electronic records and was able to verify the reported issue. The broken clip on the battery could contribute to a connection issue with the battery leading to a power off, however, the cause of the issue was unable to be definitively determined as the power off issue could not be duplicated.

Event description:
The customer contacted stryker to report that their device unexpectedly lost power during intervention on a patient. In this state, the device may not be able to provide defibrillation therapy, if it were needed. This issue is patient related; however there was no adverse patient outcome reported.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank.   A stryker service representative performed an initial evaluation of the customer¿s device and was able to verify but not to duplicate the reported issue. After replacing battery with broken clip, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
The customer contacted stryker to report that their device unexpectedly lost power during intervention on a patient. In this state, the device may not be able to provide defibrillation therapy, if it were needed. This issue is patient related; however there was no adverse patient outcome reported.